Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that a shaft break occurred. During unpacking, it was noted that the fetch2 catheter shaft broke. No patient complications were reported.